Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber was leaking from the bottom of the humidification chamber during patient use. There was no patient consequence.